Event description:
It was reported that there was a regular artifact on the egm producing oversensing, which caused delivery of inappropriate therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.